Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited loss of capture and low sensing due to lead dislodgement. The patient was asymptomatic and reported experiencing pacing pulses. The physician deemed that the lead had perforated the heart, and no pericardial effusion was observed. The lead was explanted and replaced. The patient was stable post procedure.